Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the right ventricular lead. The noise could be reproduced by provocative testing. A lead fracture was suspected. Lead replacement is anticipated but has not been performed. The patient was stable.

Event description:
Additional information was received indicating that the patient experienced dizziness when the noise was reproduced during provocative testing. The lead was capped and replaced the patient was stable.